Manufacturer narrative:
No product was returned for evaluation. Should new relevant information becme available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer reset pump to resolve the issue. There was no reported impact to customer's blood glucose.